Event description:
It was reported that the customer was hospitalized for unexplained high blood glucose levels. The blood glucose reading was between 630 and 680 mg/dl. The customer stated that she felt "out of it" and could not concentrate. She noted that she had been treated with intravenous fluids and declined troubleshooting assistance for the matter. The most recent blood glucose reading was 238 mg/dl. She complained of migraine and inability to function leading up to the event. She was instructed to go home, follow up with her doctor and to monitor her blood glucose levels. She was unsure whether she was wearing the insulin pump at the time of the event but believed that she was. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.